Event description:
Arjo lift maxi move was used with non-arjo sling. While in use, lifting a patient, the sling clip broke. The patient fell on the bed, there was no injury.

Manufacturer narrative:
The investigation is in progress. When the final conclusions are available, a final report will be submitted.

Manufacturer narrative:
No UDI information is available due to lack of serial number. Photographic evidence confirmed the malfunction of the non-arjo sling. We were unable to identify the root cause of the reported problem, especially since it concerns a non-arjo product. The customer refused to provide any information regarding this event, as the cause of the problem was not related to an arjo device. According to the maxi move instructions for use (IFU 001.25060.en_19) "maxi move is intended to be used with arjo slings." The arjo maxi move lift and non-arjo sling were used as a system and therefore the arjo device played a role in the incident. There was no malfunction of the arjo device that contributed to the breakage of the non-arjo sling clip. The complaint was decided to be reportable due to the patient¿s fall from the sling.